Event description:
It was reported that the customer experienced a blood glucose (bg) level of 611 mg/dl; cause was unknown. Customer gave a bolus via the pump to address bg level and went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids and saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.